Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the system was removed on may 2nd. When asked for details about the reason for the explant, the caller indicated that the patient's chart said "malfunction" and the device stopped working sometime in 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services specialist (tss) reviewed MRI and registration information.